Manufacturer narrative:
Examination of the returned product revealed that the distal tip detached from the core and the coil was stretched about 1mm towards the distal end. Also, there was a bend and a 30 degree kink (outer angle) at 50mm and 580mm from the distal tip.

Event description:
Reportable based on analysis completed on 23-jul-2019. It was reported that the guidewire got trapped and broke. A percutaneous coronary intervention was being performed on a chronic total occlusion. A 190 cm judo 3 guidewire was used to access the vessel and the guidewire got trapped and broke. The guidewire was removed intact and the procedure was successfully completed with a different device without issue or patient injury. The patients status was stable. However, returned device analysis revealed a core wire fracture.